Manufacturer narrative:
Follow up attempts were made in an attempt to complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 420 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin. Despite multiple attempts made by tandem technical support, no additional information was provided on the reported event.